Event description:
Nurse tried to remove wound drain without success. Another nurse tried and drain broke off under skin. Pt taken to surgery on 1/2/97. Re-op and post-op diagnosis: retained wound drain.